Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. The device was calibrated to ensure proper air in line detection.

Event description:
It was reported that a spectrum pump constantly displayed the air in the line message. Any pt involvement.